Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip.inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The device was removed and replaced with a 2.0mm x 220mm x 150cm, mr coyote balloon catheter. However, during the second inflation at 13 atmospheres for 50 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The device was removed and replaced with a 2.0mm x 220mm x 150cm, mr coyote balloon catheter. However, during the second inflation at 13 atmospheres for 50 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.